Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Multiple follow up attempts were made to complete troubleshooting with the customer; however, the customer did not respond to follow up attempts. There was no reported adverse impact. No additional information was provided.